Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA, alleging that his onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at around 7:45pm. The patient manages his diabetes without diabetes medications. The patient stated that he took more food/drink on the same day at around 10:00am in response to the alleged product issue. The patient claimed to have developed the symptoms of "shaky and light headed" between 2-3 days after the alleged product issue began; however, he denied that treatment was received. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time and the alleged product issue was resolved with education and a walk-through retest. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient developed the symptom of "shaky" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.